Manufacturer narrative:
The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected in the cheeks with 1 ml of juvéderm ultra plus¿. 10 days post treatment the patient presented ¿severe infection¿ in both cheeks. The event resolved almost 3 weeks later.